Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and buttons are non responsive. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had crack on casing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device received with no button response at act keypad due to flattened dome switch and connector was unlocked on lcd board noted. Unable to verify motor error due to keypad not responsive. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer had hyperglycemia and blood glucose level was 456 mg/dl.